Event description:
Information was received from a rep via technical services regarding a patient receiving baclofen (1150 mcg/ml, 446 mcg/day) via an implantable pump for intractable spasticity. It was reported that the patient was in the hospital for reasons unrelated to the pump but reports that he heard the pump alarm. Rep read logs and confirmed that there was no alarm. Rep stated that there was a motor stall on april 1st and may 10th. Rep confirmed both motor stalls recovered that day and were related to patient having an MRI. Ts reviewed that there is no indication that what the patient heard was the pump alarming and suggested perhaps something else in the hospital produced the alert. No patient symptoms or complications were reported. Additional information was received from the healthcare provider (hcp) via the company representative (rep). The rep indicated that the source of the noise was unknown and there were no alarms other than those from the two previous MRI's, both of which recovered normally.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.